Event description:
Note: this report pertains to one of the three resolution 360 clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip device was used for a large polyp during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip did not fire when it was activated. Another two of the same devices were opened, and the same problem occurred. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not fire.